Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slice. The system was verified and ready for use. The reported issue ("right eye is blue in ssc1") could not be confirmed or replicated. No faults were found during inspection, testing, or log review. Failure analysis concluded no root cause could be determined. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, the right eye in surgeon side console (ssc) 1 displayed a blue image, while ssc 2, the vision side cart (vsc), and external monitors had no vision issues. The site experienced and resolved a recoverable error. The surgeon used ssc 2 to complete the procedure. A review of the technical support engineer (tse) error log showed recoverable error 45314 reported from video blend lane (vbl) 1. The procedure was completed as planned with no report of patient injury.